Manufacturer narrative:
(B)(4). The event occurred on an unknown date in (B)(6) 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A photograph of the affected sample was provided for visual inspection. The condition was unable to be confirmed. The cause could not be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a leak during patient use of a clearlink access valve. The location of the leak is unknown. There was no patient injury or adverse event in association with this report. No additional information is available.